Event description:
A report was received that during a lead revision procedure two contacts were dislodged from the lead and were not recovered from the patient. The physician explanted the patient's scs system and the patient was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 serial#: (B)(4) model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
A returned product analysis indicated that visual inspection of lead (s/n (B)(4))revealed that the body of the distal end has been damaged at electrodes number 3, 4 and missing two electrodes. Electrical tests could not be performed due to fractured cables. The root cause of the lead damage is unknown. A review of the manufacturing documentation of lead (s/n (B)(4)) found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision procedure two contacts were dislodged from the lead and were not recovered from the patient. The physician explanted the patient's scs system and the patient was reportedly doing fine.